Event description:
Pt underwent total knee arthroplasty in 2004. Pt diagnosed with bloody effusions and pain with possible infection. Revision surgery was performed on june 3,2005. No bonding of cement was noted at the tibial component interface.